Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise. The noise was oversensed and resulted in inappropriate atrial tachy response episodes. Further review found that this ra lead had previously exhibited out of range pace impedances of greater than 3000 ohms. At this time, the lead remains in service. The patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ra lead was revised. No testing was performed during the revision to determine the cause of the observations. No additional adverse patient effects were reported.